Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. A photo of the scans was sent to the manufacturer. It was observed that the scans were outside of imaging protocols due to spacing/thickness and fov. It was recommended that the protocols be used as a baseline, but then adjusting the spacing/thickness and fov to conform to the protocol. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intra-operatively and caused no delay to the surgery. It was reported that the surgeon was having trouble picking his correct imaging protocol. The surgeon was from a previous site and was used to show the images displayed, but said this particular protocol did not seem the same. He said that the data was more pixelated. This issue is related to the new surgeons not being used to choosing what protocol is needed. The surgeon also said the system was not as accurate deep in the tumor by about 2mm, but was accurate on the surface. The registration was 2.3 error metric. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the behavior described is the intended behavior of the software. The scans were outside the imaging protocols due to spacing/thickness and fov. Analysis found that the issue was related to the exam protocols from the site. If information is provided in the future, a supplemental report will be issued.